Event description:
Dr. Reported that patient was implanted with coated bio-eye two years earlier and that patient was currently experiencing an exposure of the implant and its anterior shell.

Manufacturer narrative:
Exposure is an anticipated complication of orbital implant surgery. It is generally treated conservatively and is surgically closed only in the case of large exposures or if the wound does not spontaneously close within a reasonable time period. The anterior shell of the coated bio-eye implant is designed to resorb in 12-15 months. It's presence visible through the exposure at 24 months is therefore reported as a malfunction. Dissolution rates of bioresorbable polymers is dependant upon a number of characteristics including temperature and hydration, and is anticipated to vary based upon the individual patient's physiology. In the event that the exposure was of prolonged duration the polymer would not be hydrated, and therefore not subject to the designed rate of degradation.